Event description:
It was reported that the pace/sense portion of the lead was capped due to sensing anomaly. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.